Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to failure to osseointegrate 4 months and 11 days after implant placement. The doctor indicated that bone resoprtion caused the implant removal. The patient had history of diabetes and has been recovered without complications.